Event description:
A break in the retention dome during traction removal. The indwell time was 168 days. When the user attempted traction removal, the dome portion fell into the patient's stomach. The dome portion could not be removed endoscopically, and it was removed with bowel movement.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be use related. The outside perimeter of the ponsky retention dome tore away and was received separate from the gastrostomy tube. The distal tip of the ponsky tube was completely encircled with the dome material. The tear appears to have initiated between the obturator pocket and the feeding tube. The terminus of the tear ends at a v-shaped point 180 degrees from the obturator pocket. Residue was visible throughout the ponsky tube and on the dome. The dome was discolored. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the device had been in place for 168 days. A chr was not completed since the lot information was not provided by the complainant.